Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: underweight, broken shell and black particles. A visual and microscopic analysis was performed which identified striated opening on posterior and sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening; a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Physician reported a left side ¿leak in the prosthesis". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side ¿leak in the prosthesis". The device was explanted.